Event description:
This is a case report received by (B)(6) from a pharmacist. It is reported that on (B)(4) 2010, a baxter uv-flash solution transfer set (code r5c4325, lot h08i03098) was found with a disformed as molded spike. According to the reporter, the spike of the transfer set was so disformed that the therapy couldn't take place. The reporter stated that the patient had to be hospitalized to replace the transfer set on the same day. It is stated that the deformed set was set to the patient on (B)(6) 2010 and the patient had dialyzed for several years. The patient received prophylactic antibiotics (1ml of vancomycin IV). The reporter stated that the reported issue was probably due to a manipulation error. The sample was available. There were no clinical consequences reported for the patient.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is expected for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The tip of the spike was bent/damaged. Received one used sample in reference to ?damaged.? Set was visually inspected with bent/damaged spike observed. No other manufacturing abnormalities were noted during visual inspection. Pressure test of sample found no leaks. The complaint was confirmed in the lab for damage due to bent spike. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported a laser probe failed to deliver laser. No additional information was provided. Pt impact is unk at this time. Multiple attempts have been made to retrieve additional information, but none has been rec'd to date.